Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas after a prior extended hyperglycemic event and subsequent supply change, with a documented fingerstick of 58 mg/dl at the time of contact and a history of a low lasting about one hour; the user had changed eating habits and timing, and logs showed repeated treatment of lows with candy leading to transient hyperglycemia followed by additional dosing and recurrent lows. Symptoms included low glucose with associated functional impairment. Outcomes included urgent low glucose alerts. Investigation included review of user report logs and user education or troubleshooting. Investigation of this case revealed user overtreatment of hypoglycemia with non-measured carbohydrate sources, with resultant rebound patterns and subsequent device dosing. It was concluded that the device operated as designed and that improper management of hypoglycemia contributed to the events, and the user was advised to use measured oral glucose and consider a full reset to allow the system to relearn; the user planned follow-up with their endocrinologist. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.